Manufacturer narrative:
Brake/steer pedal.

Event description:
It was reported by the stryker field service rep that the customer alleged that the brake pedal at the foot end was broken and there were sharp edges. There was no pt involvement or adverse consequences.